Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, so customer was unable to interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset without success, planned to use multiple daily injections as backup insulin therapy, was instructed on storage mode and return process, and cts arranged shipment of replacement pump and provided guidance for setting up replacement pump and connecting continuous glucose monitor.